Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that during implant procedure it was difficult to advance the stylet down the lead lumen so the lead was replaced. The patient condition was good before and after the procedure.